Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds. The lead was capped and replaced. The patient was doing ok prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.